Manufacturer narrative:
(B)(4).

Event description:
It was reported that after completing catheter insertion procedure, balloon couldn't be inflated and pump alarmed. A new kit was used to complete the procedure. There was no patient death, serious injury or patient complications reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the balloon would not inflate completely is not confirmed. Although, the root cause of the complaint is not determined the balloon fully inflated during functional testing, and the balloon passed functional testing. No further action required.

Event description:
It was reported that after completing catheter insertion procedure, balloon couldn't be inflated and pump alarmed. A new kit was used to complete the procedure. There was no patient death, serious injury or patient complications reported.